Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited an alert due to high pacing impedance measurements, measuring greater than 3,000 ohms, high out of range shock impedance measurements, measuring greater than 200 ohms on this right ventricular (rv) channel. It was noted that the respiratory sensor was deactivated by the signal artifact monitor (sam) episodes. Troubleshooting was performed and noted that loss of capture (loc) was present as well as artifacts when performing manual impedance check as well as manual shock impedance measurement. This was due to small pulse delivered to obtain the value. Technical services (ts) recommended further testing and troubleshooting options. This rv lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, e1 initial reporter title, initial reporter first name, initial reporter last name, e3 occupation, h1 type of reportable event, h2 if follow-up, what type, h6 impact codes and device codes.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited an alert due to high pacing impedance measurements, measuring greater than 3,000 ohms, high out of range shock impedance measurements, measuring greater than 200 ohms on this right ventricular (rv) channel. It was noted that the respiratory sensor was deactivated by the signal artifact monitor (sam) episodes. Troubleshooting was performed and noted that loss of capture (loc) was present as well as artifacts when performing manual impedance check as well as manual shock impedance measurement. This was due to small pulse delivered to obtain the value. Technical services (ts) recommended further testing and troubleshooting options. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was suspected to be fractured and there was blood in insulation lead body. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is expected to return for analysis.